Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05275 addresses the other device used during the same procedure. It was reported to boston scientific corporation that a flexima biliary stent system and a trapezoid rx lithotripter compatible basket were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 during the procedure, the proximal end of the guide catheter of the flexima biliary stent system broke, however the physician was able to deploy the stent at the target site. The distal end of the guide catheter remained within the push catheter allowing the device to be removed in one piece. No fragments of the guide catheter device fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Event description:
It was reported that the patient experienced pectoral stimulation. The physician elected to open the pocket to evaluate the lead. Upon examination, multiple insulation abrasions were visible. The lead was replaced..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 17.3 cm from the connector pin, due to friction with another device, which could cause the reported muscle stimulation.